Event description:
It was reported that during the implant procedure, the lead exhibited high impedance. The lead was not implanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis confirmed normal device characteristics.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.